Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection of the device revealed a crack on right plunger case, missing case seal, broken back plate and missing pixels on liquid crystal display. During occlusion testing, motor rate error was found. The root cause of the issue was normal wear. A combination of the old style motor bracket, old worm coupling, leadscrew and clutch halves were found old, dirty and worn out. Replaced motor bracket, worm coupling, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed.